Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the medtronic (mdt) rep called with patient present in the clinic, stating they are having difficulty with rec harging their implant (ins), in that they will charge their controller to 100% and then the ins will be at 30-40% charge and when they go to charge the ins, the charge level will drop to 0% charge. Additionally, the rep states the patient is seeing a screen stating to replace the controller batteries soon. This is reported to happen frequently. Rep states in the clinic today, their ins was at 50% and the rep unpaired and re-paired the controller and then the ins level was at 0%. Rep states the patient had their controller and recharger replaced in the past, most recently their recharger was replaced. Patient was overheard on the call that their recharge time is long, sometimes it takes an hour and sometimes it takes 2 days. Rep was able to interrogate the device and stated on the 20th it took 2.3 hours. Rep states the patient's charge efficiency is excellent 50% of the time. It was confirmed on the call that the message stating the battery in the controller needs to be replaced was appearing prior to the recharger being replaced. Rep states all of the prongs look intact and no damage is observed on the recharger and controller. Patient was overheard stating this has been an issue since 2018, a few years ago, and they previously contacted their former reps but they did not state when. Rep states the patient's ins appears normally positioned in the pocket and the recharger is firmly over the ins when charging. Agent sent email to repair to replace the battery pack. Additional information was received from a patient (pt). It was reported that a manufacturer representative (rep) told them to get all new external equipment before their appt together on wednesday to avoid needing to have their implantable neurostimulator (ins)replaced because it's taking them so long to charge their implant. Pt stated they've had all their equipment replaced 'at various times over the years' but it's takes them 'hours' and 'sometimes a day and a half' to charge their ins. Pt clarified charging the ins is not progressing and stated 'it's erratic. Sometimes they have to take it out and plug it back into the wall just to boost it and then it will continue. But I've gone 6-8 hours without it progressing before.' Pt mentioned their current controller is a loaner from the rep because their controller is 'lost in the couch.' Patient was not cooperative to troubleshooting and wanted equipment to be replaced before their appointment with the rep. Agent did not clarify notify date due to nature of call. Agent agreed to replace recharger and reviewed external device replacement process. The rep then called and said the pt had called earlier today with controller and recharger issues. The rep said the pt had complaints all the time and claims everything takes 8 hours to charge. The rep had looked at the data reports on the ins and reports did not align with pt's claim of ins taking 8 hours to charge. The rep said pt was convinced everything was broken all the time and had sent in a data report in the past, but did not hear anything back. The rep said pt was in the process of being replaced with inceptiv. The rep would be meeting with pt on wednesday. A replacement recharger (rtm) was sent out. Additional information was received from a manufacturer representative (rep). It was reported that the rep called with the patient present and stated the patient is still having difficulty with their recharge intervals. Rep states the patient is in the process of replacing their controller that was misplaced, and they previously had their recharger replaced. Rep states the recharge diary shows on average they are charging for an hour and a half with an average of excellent recharging. On the 8th, the patient charged from 30-100% in an hour and on the 12th they charged for an hour and 45 minutes on excellent. Patient was overheard in the call stating they were going to have surgery to replace the battery but now they are going to wait a few months. This would be due to recharge time and to move to inceptiv. During the call, rep stated they were at 50% charge level and the controller stopped charging and stated "finished". Ts reviewed normal charge times and advised the rep to try the new controller when it becomes available. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the long recharge time cannot be determined. Could be user error, they have replaced the external components multiple times and have not solved the issue. The patient is still claiming to have long recharge intervals however when checking the diaries this is not consistent with the patients story. The rep would recommend replacing the recharger. A surgery date has not been scheduled as inceptiv is currently not on contract with the asc or the local hospital.